Event description:
It was reported in uf/importer report, that during a cystoscopy procedure the basket got stuck in the ureter. The "large calculus" was in the right ureter. An hb 3/4/90-0/16 mm was advanced and able to capture the target stone with no problem. During withdrawal from the constructed ureter, the "very large" stone became lodged in the ureter. The physician cut the wire/sheath near the basket handle and aborted the procedure after "many" attempts to dislodge the stone. The pt opted for an open incision removal procedure that was performed 3 days later. The basket was removed and an unspecified type of stent was placed. The pt was discharged on an unspecified date. The stent was removed 54 days later. The pt's incision "looks good" with the pt's current condition listed as "fine".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.